Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the a right atrial (ra) lead and right ventricular (rv) lead exhibited over-sensing. The ra and rv leads both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise was observed on the rv lead. The noise and oversensing on the rv lead and oversensing on the ra lead correlate with a procedure for supra ventricular tachycardia (svt) ablation. Sensing function on both leads has returned to within normal limits.